Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a urinary tract infection (uti) 2-3 weeks ago and went to the hospital. They turned the dbs off at the hospital. The patient came home from the hospital but never came back to her baseline therapy control. The healthcare provider (hcp) used the patient controller to checked the implantable neurostimulator (ins) today for the first time since the hospital and the patient controller showed the end of service (eos) icon. They thought the eos was too soon, but they reported that they may have changed the patient's settings in the past. It is unknown if this is normal eos based on settings and they will contact the managing physician.